Event description:
Additional information received reported that in regards to if there was a sink hole, like maybe the pump settled into the pump or moved out or dropped out of the pocket of where is supposed, the reporter stated that during the procedure they didn¿t observe any hole. It was also noted that the healthcare provider indicated he did not use an anchor to anchor the first catheter. The original catheter was intact but it was completely dislodged so not in the intrathecal space. During this case he decided to place a new catheter and in fact anchor it with the anchoring mechanism in the kit, in addition, he discarded the current catheter because it wasn¿t a catheter issue it was that he did not anchor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, lot# /serial#: (B)(4) , implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type: catheter; product: ID 8780, lot# / serial#: (B)(4) , implanted: (B)(6) 2021, explanted:(B)(6) 2021, product type :catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4) , ubd: 06-may-2013, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: 05-jan-2023, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid 50 mg/ml at 3.197 mg/day via an implanted pump for non-malignant pain. It was reported the area above the pump was sore and felt like she pulled a muscle and when the patient was lightly rubbing the area, there was a sink hole "like maybe the pump settled into the pocket or moved out or dropped out of the pocket of where it is supposed to be¿. The reason for the call was the patient was wondering if the catheter could easily become disconnected from the pump by rubbing the area. It was also reported the patient had issues with constipation prior to being implanted and requested compatibility for using fleet. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a company representative (rep) on 2021-aug-09 indicated the patient¿s catheter became dislodged and they did an emergency replacement of the catheter on (B)(6) 2021. It was noted the healthcare provider (hcp) ordered a 50% reduction in the 24 hour dose of he drug in the pump. It was reviewed that 2.4 mg/day was the lowest programmable dose on a 50 mg/ml concentration.